Event description:
The atrostim jukka, an FDA provisional device for diaphragmatic pacing, was inserted into this 5 year old child on 11/13/96. On 6/9/97, the child was brought to medical center with signs of left sided pacer failure. On 6/11/97 the child was taken to the or and it was noted that the connecting wire had some "skip lesions" and disintegration of wire.